Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Prior to malfunction, the customer was wearing the pump against the skin without a case. Caller understood and acknowledged. The customer's blood glucose was 200 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared.